Event description:
I had covid in may, and the cue health naat test was consistently negative despite both rapid tests and pcr tests in the same window turning positive. My friend who is now covid positive on rapid tests is having the same experience of the cue health test not working/coming back negative. There appears to be strong evidence that the tests don't work or the new variants like omicron evade the testing mechanisms. Rapid test was positive. May 24, rapid test and pcr test were positive this same week. Friend used cue, and was also negative despite being positive for several days on binax. From my small sample size, it is appears likely their product may be defective or not work with new variants, leading to higher disease spread if true/validated by a party like the FDA. FDA safety report ID# (B)(4).